Manufacturer narrative:
This report is for an unknown distal locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that a patient experienced the postoperative compartment syndrome. The patient was initially implanted on (B)(6), 2020 with tibial nail to treat the tibial fracture. No further information provided. This report is for one (1) distal locking screw. This is report 4 of 5 for complaint (B)(4).

Event description:
The initial complaint was reviewed and found not reportable. It was determined this report is a duplicate report. Event was captured on complaint (B)(4), medwatch report 8030965-2022-02112.